Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer blood glucose was 432 mg/dl at the time of incident. The other relevant blood glucose was 385 mg/dl, 386 mg/dl, 390 mg/dl, 362 mg/dl, 358 mg/dl, 343 mg/dl and 362 mg/dl. The customer treated with insulin pump. The customer was alleging insulin pump for under delivery. The device will be returned for the analysis.